Manufacturer narrative:
The customer¿s products have been requested for return however, the customer did not have any test strips remaining. Only the customer's meter was received for investigation. The meter appeared undamaged and clean on the outside. Relevant retention test strips were measured with the returned meter with a high level control sample: specified target range 4.1 - 6.8 inr (±22.5% around the lot specific target value of the complained test strip lot / control lot combination). All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. The returned customer material and retention material comply with the specification. The result in question was not observed in the meter memory. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Reporter occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The customer was feeling pain and discovered blood in her urine. As she had pancreatitis before, the customer was worried this was causing the pain. After discovering the bleeding in her urine she decided to measure her inr. Around 7 pm, the meter result was 4.3 inr. As this result did not correlate with how she was feeling, she contacted the hospital as she was still in pain and bleeding. At the hospital around 10 pm, the laboratory result using an unknown reagent was >10 inr. The patient was immediately admitted to the hospital and given vitamin k. The final diagnosis was determined to be kidney stones. No bleeding was found. On (B)(6) 2020, the patient was discharged from the hospital. The therapeutic range was 3.5 - 4.5 inr. The customer checks her inr every 4-5 weeks. The lot number and expiration date of the test strips used was not provided.

Manufacturer narrative:
1. Request from FDA: in the MDR report, roche stated that "the result in question was not observed in the meter memory". What is the possible cause of not seeing the result in the meter? Response from manufacturer: roche was unable to identify a root cause for the reported incident. Upon inspection of the meter, there were no results documented in the meter since august 2018. However, the error log from the meter did include an error 349 that was logged on the date of the reported event. This error is generated when an expired strip lot is used. When an expired strip lot is detected by the meter, the meter is designed to provide the patient with an error code, not an inr result, to avoid a potentially incorrect result. The meter memory appears to be functioning as intended, as the results from the roche testing were correctly saved in the meter memory. There are no known causes for a meter memory failure as described in this event. During normal operation of the device, the customer cannot erase or delete the results in the meter memory. We are unable to identify a potential cause for the loss of meter memory. 2. Request from FDA: for example, was the calendar in the meter set up correctly? Response from manufacturer: the meter date and time were confirmed by the patient¿s mother to be correctly set in the meter at the time of the call. 3. Request from FDA: was the result lost due to the battery removal for the product return? Response from manufacturer: no, a result that is stored in the meter memory will not be lost because the battery is removed. 4. Request from FDA: please update whether the patient has any underlying conditions (e.g. Lupus anticoagulant etc.). Response from manufacturer: based on the information provided by the patient¿s mother, the patient does not have any underlying conditions and the patient is not taking any additional medications. 5. Request from FDA: please provide the test strip lot information (e.g. Lot #, whether distributed in the us, master lot, any additional paired test results etc.). Response from manufacturer: the test strip lot is not available. The patient¿s mother stated that the last test strip was used for the reported coaguchek reading. The empty test strip tube and the code chip were disposed of the night before the customer called roche. The last patient result that was logged in 2018 was associated with lot 304972, expiration date of september 30. 2019. This lot was calibrated against master lot 157716-80. This lot was not distributed in the us 6. Request from FDA: have you received any additional reports/incidence of losing data? Response from manufacturer: in reviewing the last two years of complaints, we did not identify incidents alleging data loss. In summary, on the date of the event, the meter recorded an error code consistent with the use of expired test strips. The patient¿s mother reports a result of 4.3 on the meter, but the inspection of the meter did not verify this. The meter is designed to provide the patient with an error code, not an inr result, if an expired strip is used to avoid a potentially incorrect result. During the investigation at roche, the meter performed as intended and the meter¿s memory correctly logged and stored the results.